Event description:
Information was received, from a patient regarding an external device. The reason for call, was patient reported, they couldn't charge their implanted neurostimulator. And needed to be a spokesperson for manufacturer, because they didn't realize how much this stuff changed their life, until they were hurting again. Patient said, the issue began on august 23rd, then they contacted their hcp who notified a manufacturer representative (rep), (unknown exact notify date). And they contacted the patient today to direct them to patient services. Patient said, it was taking about 3-4 hours to charge the implant. And the controller would die out completely before they could charge. Patient was lucky if they could get the implant to charge to 30% before the controller would die. If patient didn't keep the controller open and constantly hitting the button, a message would come up that said, there was a problem with the recharger and kept cutting the charge off constantly. Patient also said, they had a message that said to contact manufacturer - system problem "rm08" displayed on the controller. Agent reviewed rm messages only go up to 06, but patient insisted it was rm08. Agent understood was possibly rm03. Patient confirmed, the recharger would get hot to the touch when charging. And they could feel the battery and everything else in their back were very warm. The issue was not resolved. Patient did not have the recharging cord with them at the time of the call to provide serial number. They will call back for replacement to be shipped. Additional information received, from patient. Patient called back and repeated previously documented information including that they couldn't charge their back and hurt really bad. Agent emailed repair for replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device - recharger 97755-s , serial number (B)(6) was returned for product analysis. Analysis found couldn't replicate rm03 error code and found implantable neurostimulator (ins). Strain relief unbonded from donut and that does not impact the functionality of the recharger. Complaint was unverified and passed final functional test. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.